Manufacturer narrative:
Sterility issue occurred which involved the packaging being compromised due to a shipping issue. CAPA-2024-0039 has been opened to address this issue.

Event description:
In a case with the surgeon on (B)(6)2025, the representative opened two 48x19 offset heads and discovered that both had damaged inner plastic trays. In each case, the side wall was shattered. The innermost plastic wrapping which preserves the sterility of the implants appears to be uncompromised. There was minimal surgical delay for the representative to prepare more heads, and the case was completed without any further complication. CAPA-2024-0039 has been opened to address this issue.